Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electric parameters ware good. The patient will be monitored and the lead remained implanted. Patients condition was good.